Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available, it will be submitted in a follow-up report. Device not returned.

Event description:
During the trialing of the insert, the trial broke in half as it was being impacted. Another tray was available and the procedure continued.